Event description:
Customer reportedly obtained results of 290mg/dl and 120mg/dl on the aviva system within 10 minutes. No treatment information provided. No adverse event reported. Customer declined returning system for evaluation.